Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary batch record review: the lot 2a03137 was manufactured on 28 jan 2022 bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 27 dec 2022, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704769 and manufacturing order (B)(4) . The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photograph associated with this case was received for evaluation. Investigation summary: this root cause investigation was generated to identify probable causes and takes the appropriate corrective and preventive actions in order to solve the defect of open seal on bodolay pratt c. The purpose of the root cause investigation was identifying the probable causes and takes the appropriate corrective and preventive action in order to avoid the generation of the defect of ¿open seal¿ on bodolay c line. In order to determine the possible causes of the defect of open seal an analysis of the six m¿s was performed; the following potential causes were identified related to method: 1. Quantity of dressing to place in the loading not defined: based in the difference of the thickness and the materials for the extra thin and control gel formula (cgf) dressing can affect the quantity of dressing that are taken and placed into the conveyor causing the defect of trapped dressing that in the case of control gel formula (cgf) product, because of its thickness, the sealing of the subsequent / previous unit not sealed will be affected by poorly seal (open seal). Action: standardize the correct quantity of dressings to be placed in the loading and update the applicable document. 2. Detection method not stablished: however, the defect caused when a control gel formula (cgf) product is affected by a trapped dressing because of its thickness and the sealing of the subsequent / previous unit not sealed will be affected by poorly seal (open seal) is not covered under the previous validated vision systems. Action: improve the vision system to include the detection of open units in the seal area the investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Initial reporter name and address: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that there was damage to primary packaging where material was wrongly packed and folded. There was extra material present on the weld as per the pictures received from the complainant. The product was not used, and the seal of the package was also not opened.